Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.

Event description:
Attorney reported: in 2004--the pt underwent surgery for repair of a umbilical hernia. A bard ventralex small circle hernia patch mesh was implanted to repair the hernia defect. In 2005--the pt's condition worsened progressively. The pt presented to the hospital due to chronic infection at the site of the hernia repair. Surgery was immediately necessary. The pt underwent surgery for removal of the bard ventralex hernia patch. Pt has suffered and will continue to suffer physical pain and mental anguish.